Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported that their blood glucose level was 98 (mg/dl) and that it was unaffected by the malfunction. It was indicated that the customer had a backup pump and manual injections available for alternate insulin therapy.